Manufacturer narrative:
(B)(4). This complaint for the system error 2240 (air in line) that occurred during dwell 6 of 7 was not confirmed due to a lack of sample. The root cause of the complaint was not determined. The lot number was not provided; therefore a batch review cannot be conducted. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4).

Manufacturer narrative:
(B)(4). The device was discarded. A follow-up report will be submitted if additional information becomes available. The lot number was not provided; therefore a batch review cannot be conducted.

Event description:
A customer contacted baxter's (B)(4) regarding a system error 2240 alarm on the home choice (hc) during dwell 6 of 7. The patient was connected at the time of the alarm and the cause of the alarm was undetermined. The patient would contact the nurse and finish with a manual exchange. Proper procedures per the user manual were reviewed with the caller. There was no patient injury or medical intervention reported.